Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when firing during a laparoscopic gastric sleeve procedure, it was stated that the stapler did fire however there was a detached serosa gastric tissue. A suture was implemented to complete the case. There was tissue damage and unanticipated tissue loss as a result the event.